Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result above the acute myocardial infarction (ami) cut-off for one patient generated by the access 2i (lxi) immunoassay system. The initial sample and a second sample were rerun on the same unit. The initial sample result was within the risk stratification range and the second sample result was within normal reference range. The result was reported out of the laboratory. Unknown if patient treatment was administered or withheld.

Manufacturer narrative:
The samples were serum and collected in the ER. The samples were centrifuged for 5 minutes at 4000 rpm. The collection tubes are loaded and processed through the close tube accession. On (B)(4) 2010, the customer performed system check which met specifications. A bci field service engineer (fse) performed preventive maintenance and verified all testing met specifications. Fse did not note any hardware issues associated with this event. A clear root cause can not be determined fro this event.